Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Per the initial reporter, the patient had a three-second cardiac arrest, but the central station did not carry out effective *** alarm, only reported bradycardia *** alarm, and the customer believed that there was an unreasonable setting. The prison cardiac arrest was found to be a * alarm, and there was an unreasonable alarm setting, and the setting could not be changed. There is no accurate *** alarm when the patient has a cardiac arrest signal, which has serious security risks. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse confirmed in the arrhythmia alarm setting of the menu for the information center, the red alarm for the monitoring bed cannot be set on or off. The alarm limit of cardiac arrest cannot be set. The customer indicated that this was unreasonable and a security risk. The fse reported there was no problem with the equipment and the customer did not understand the alarm rules. The fse explained the device instructions for use (IFU) stated the following, "you could not see or set asystole thresholds at the information center. The asystole alarm, however, was available at the information center. You could still set asystole thresholds at the bedside monitor". Furthermore, the fse noted all functions of the device were normal and no exception was found. To resolve the issue, the fse provided the customer a training guide with alarm rules for the monitor. Based on the information provided in the case and provided by the philips fse, the cause of the reported problem was the customer's misunderstanding of how the alarms functioned. The fse provided the customer a training guide of alarm functions for further review. No further investigation or action is warranted at this time.